Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, as the physician was performing the final tensioning of the first mesh leg assembly after it was thrown through the ligament, she believes that the ligament "gave way" and she "hit something," causing a "major bleed" (approximately 150-200cc's of blood loss). The physician reportedly was unsure of what exactly she "hit", although she opines that she may have "hit" a branch of the pudendal nerve. The physician successfully stabilized the bleeding by removing the uphold device from the patient and using a "liga clip." Reportedly, a boston scientific corporation representative was also present at the procedure and consulted with other "specialists" regarding this event. These "specialists" opined that, based on the procedure location and the patient's anatomy, it was unlikely that the physician could have "hit" a nerve or ligament. Instead, they opined that the physician likely "hit" an artery. It was reported that following the procedure, the patient's "vitals are okay," and she was "moving her legs." The patient was hospitalized overnight post-procedure for observation. Reportedly, the patient is not currently experiencing any pain and is "completely fine" now. The physician has not performed any medical intervention since the event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.